Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the interconnect flex. Visual inspection did not reveal any anomalies. Bench analysis noted a failure when monitoring potentiometer outputs. Further inspection found a torn circuit trace. Conclusion: confirmed that the interconnect flex cracked circuit trace caused intermittent electrical open which produced the functional test failures.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the lower case was broken and that the interconnect flex was out of specification in an electrical manner. It was noted that the device failed multiple incoming testing, and the failures were rerun however it failed again. The interconnect flex was reseated and the failures were again rerun ten times and it failed again. The device's upper half was swapped out with a troubleshooting upper half and the failures were rerun and this time the generator passed. The generator was to be scrapped. (B)(4).